Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported half of the tampons in the box fell apart upon removal. She was able to manually remove the tampon pieces. She had an unrelated obgyn exam and everything was fine.